Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). The device history record (DHR) for the 42 in. (107cm) dual port single bladder disposable cuff with plc, part number 60707010700, review could not be performed as a lot number was not provided for the reported event. On (B)(6) 2016, it was reported from (B)(6) that a 42 in. (107cm) dual port single bladder disposable cuff with plc would not keep inflated during surgery. The leak was at the tubing and cuff junction. On 29 dec 2016, a returned product investigation was performed on the 42 in. (107cm) dual port single bladder disposable cuff with plc. The physical evaluation revealed that the returned cuff had a leak at the tubing and cuff junction. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the 42 in. (107cm) dual port single bladder disposable cuff with plc was leaking at the tubing and cuff junction, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the tourniquet cuff would not continue being inflated when it was on the patient during surgery. There was a leak at the point where hoses attach to the cuff. No adverse events have been reported as a result of this malfunction.